Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to hospital due to syncope. Upon interrogation, it was noted that there were no episodes recorded on the date of syncope. However, multiple right ventricular secure sense episodes indicated oversensing that was recorded recently on (B)(6) 2019. Oversensing was not reproduced with isometrics, but it was noted when the patient took a deep breathe while another strip was run. It looked like myopotentials were the cause of oversensing. Programming changes were made and the issue was resolved. The patient was stable post interrogation and will continue to be monitored.